Event description:
It was reported patient's ipg reached end of its life. It was unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information reported the ipg met its expected longevity based on programming parameters. The device is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.